Event description:
An attempt was made to deploy a resolute integrity 2.50 x 22 mm drug eluting stent in a target lesion. Reported that there was another unknown brand stent previously implanted and there was presence of instent restenosis and stenosis beyond the stent. This stent was removed from the packaging and inspected with no issues noted. It was then attempted to pass this stent through the previously deployed unknown stent with resistance noted. During attempted positioning it is reported that the stent became dislodged in the patient. Patient went for an MRI to attempt to locate stent but the stent could not be located. No reported patient complications.

Manufacturer narrative:
Evaluation results: related to operational context (previously implanted stent in vessel). Patient¿s condition affected effectiveness of device (restenosis in the previously deployed stent). No results available since no evaluation was performed (device or procedural images have not been received for review). Inherent risk of procedure (dislodgement). Evaluation conclusions: operational context caused or contributed to the event (previously implanted stent in vessel). Device failure related to patient condition (restenosis in the previously deployed stent). Unable to confirm complaint (device or procedural images have not been received for review). Known inherent risk of a procedure (dislodgement). (B)(4).